Event description:
The balloon will not inflate, during use. There was no patient injury. Please note that multiple attempts to gather additional information have been made, have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.